Manufacturer narrative:
(B)(4): during investigation, the date was set to (B)(4) 2012 and reset to (B)(4) 2012 after returning to the main screen. The pump was unable to hold the date of (B)(4) 2012. A software issue was found to be the cause of the reported date issue.

Event description:
On (B)(4) 2012, the patient contacted animas and stated that the date reverted back to (B)(6) 2012 on his replacement pump when he tried to correct the time from am to pm and set the date to (B)(6) 2012. The issue reportedly occurred multiple times. Customer support (cs) performed troubleshooting on the pump with the patient to correct the date and confirmed that the date reverted back to (B)(6) 2012. Cs advised the patient to disconnect from the pump and to stay on his previous pump until he receives a replacement pump. This complaint is being reported because of the allegation that the date setting was not maintained on (B)(6) 2012 as expected and the issue was unresolved at the time of the contact.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.